Event description:
Pt admitted to the (B)(6) hospital with a one week history of crythema, a mass and pain over the scar of an incisional hernia which was repaired with mesh 3 months ago. The surgeon performed an incision and drainage of the wound and commenced IV antibiotics (vancomycin and gentamicin). Intra-operatively the wound had a green slough and mesh was visible from her hernia repair. The mesh was removed and replaced with new mesh. A vac dressing was used on the site. On day 3 the pt was taken back to theatre for a debridement of the wound before a vac dressing was reapplied. On day 5 a wound swab grew (B)(6) and she was changed to oral flucloxacillin. On day 11 she was discharged with a home vac dressing. She was on antibiotics the entire time and as of (B)(6) 2013 her wound is well-healed.

Manufacturer narrative:
Currently in the process of evaluation and obtaining additional info regarding the device part number and lot number. A follow-up report shall be submitted upon completion of the investigation.